Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert came through remotely when the patient had received a shock for vf due to triggered pacing algorithm. The device appeared to detect and treat the rhythm appropriately. The patient was reverted with one shock. Physician does not believe there is any device malfunction or fault. Programming changes were made. The patient was asymptomatic and was not aware of the vf or the shock received.